Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device was returned for evaluation and the reported no image was not reproduced. However, noise was generated. Based on the results of the investigation, the root cause could not be determined. It is likely both reported events occurred because the image sensor unit was damaged (such as disconnection) or the parts mounted on the circuit board (such as the integrated circuit chip and capacitor) were broken due to stress from repeated use, external factors, or handling. The event can be detected and prevented by handling the device in accordance with the following instructions for use (IFU): chapter 3 ¿preparation and inspection¿, section 3.6 ¿inspection of the endoscopic system¿ olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the endoeye videoscope relayed no image. There were no reports of patient involvement.

Manufacturer narrative:
The legal manufacturer's investigation is ongoing; this report will be supplemented when new and relevant information becomes available.